Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was explanted and retained by the user facility. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, the patient presented to emergency room (ER) unstable with a ruptured aaa. Computed tomography (CT) imaging was performed and revealed type 1a, 3a, and 3b endoleaks. The physician elected to perform an open repair procedure and explanted the afx stent grafts. The patient condition after the open repair procedure was reported as stable. The explanted stent grafts were retained by the user facility.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak, type 3a endoleak, type 3b endoleak and the surgical conversion are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 11.3 mm and death occurred that was not included in the event as reported. These events were discovered during review of the 104-month post implant CT scan and operative notes dated (B)(6) 2023. The type 1a endoleak is most likely related to the estimated 16.3mm migration of the proximal extension. The type 3a endoleak is most likely anatomy related; the aortic angulation increased from 25 to 75.5 degrees (aortic remodeling). The type 3b endoleak is most likely device related due to the use of strata material. The procedure related harms identified were abnormal blood loss (2500ml) and hemodynamic instability (hemorrhagic shock) leading to death. The final patient status was reported to be deceased on post operative day zero. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem has been updated g3: awareness date has been updated h1: type of reportable event has been updated h6: medical device problem codes: remove code 4065 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure, the patient presented to emergency room (ER) unstable with a ruptured aaa. Computed tomography (CT) imaging was performed and revealed type 1a, 3a, and 3b endoleaks. The physician elected to perform an open repair procedure and explanted the afx stent grafts. The patient condition after the open repair procedure was reported as stable. The explanted stent grafts were retained by the user facility. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 11.3 mm and death occurred that was not included in the event as reported. These events were discovered during review of the 104-month post implant CT scan and operative notes dated (B)(6) 2023. Additionally, there was 16.3 mm migration of the proximal extension as noted on the CT study date (B)(6) /2023.